Event description:
It was reported that the 9800 system is tracking to maximum technique during system set up. It was also noted that the fluoro button is fluoroing, but no images come up on the monitor. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the ps2 power supply. The sys was tested and found to be working as intended and placed back into service.